Event description:
The account alleges that the brakes will not hold due to bad treads on casters.

Manufacturer narrative:
The account determined that due to cost constraints, they will not be repairing the device at this time. The account will contact hill-rom when they are ready to order the components needed to repair the device. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.